Event description:
User alleges they had one event involving an IV administration set that while infusing blood the over temp alarm signaled. The end users obtained another unit from the or and switched the d-100 disposable set from the unit which was over temping to the or unit. In the process of switching the disposables, the end user noticed that blood was leaking from the h-1000 near the number 1 position on the unit. The disposable was discarded and the lot # was not recorded. No adverse outcome to pt.